Manufacturer narrative:
Product analysis conclusion: the sentrant sheath returned with the dilator locked in the luer. The dilator was unlocked and retracted. The seal cap and seal were removed on the dilator. Inspection of the seal cap tabs confirmed an indentation on both tabs. The tabs appeared to have been orientated incorrectly in the window. The reported detachment was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in an unknown endovascular procedure. It was reported that during the index procedure, when the device was in the right femoral artery the sentrant's valve completely dislodged from housing of the sheath leaving no hemostasis and there was a leak from the valve. It was confirmed that the valve of the sentrant sheath detached from the main body of the sheath which led to the sheath not being able to maintain hemostasis. It was also confirmed that the dilator was removed from the sheath before the detachment occurred. This sheath was then removed and the vessel closed. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.